Event description:
It was reported that the clip inserts fell out, during the procedure into the pt. The inserts were not retrievable.

Manufacturer narrative:
Complaint is not returning; however, unopened devices of the same lot are expected back.